Manufacturer narrative:
Section h3, h6: it was reported that an acticoat was placed over an incision after a knee replacement surgery and eroded into skin, requiring additional surgery for debridement. Patient current health status is unknown. The device was not returned for analysis. We have therefore not been able to confirm a relationship between the event and the device, or identify a definitive root cause. A lot number for the device was not provided, therefore it was not possible to carry out a device history review. However, there is no supporting evidence, provided or available, to suggest a device deficiency, or that the device failed to meet specifications, at the time of manufacture. A complaint history review on the product family revealed a small number of similar issues reported in the last 3 years. As the specific device involved has not been identified within the complaint detail, a review of labelling/product IFU cannot be carried out. A review of historical records concluded that there are no prior escalated actions related to this product family and the reported event. A clinical evaluation was carried out, with the following observations: smith and nephew have not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Therefore, no further clinical assessment can be rendered at this time. A risk management review was conducted and which mitigated the reported issue with no further action or updates required. A probable root cause for this complaint cannot be determined, due to the absence of specific information relating to the adverse event, nor has the actual product involved been identified or returned for analysis. Possible contributory factors could be that the device was not suitable for the wound type, or that the frequency of dressing change / wound management was not adequate in the circumstances. No further actions by smith & nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that an acticoat was placed over an incision after a knee replacement surgery and eroded into skin, requiring additional surgery for debridement. Patient current health status is unknown.